Event description:
It was reported a revision surgery was performed due to frequent dislocation. The patient had acetabular dysplasia. The surgeon thought this revision was not a product failure. No more information is available.

Manufacturer narrative:
The associated tandem bp liner and oxinium femoral head were not returned for evaluation. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. The devices were manufactured in 2017.  A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A clinical evaluation noted that no sufficient relevant supporting documentation was provided to perform a thorough medical investigation. However, it was communicated that the surgeon did not fault the component, as the patient had frequent dislocations secondary to acetabular dysplasia, and no further information will be provided. Therefore, the frequent dislocations secondary to the acetabular dysplasia were the contributing factors to the reported revision. No further medical assessment can be rendered at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.